Event description:
It was reported there was a seroma. The pocket size was "big" but the patient was asymptomatic. One week later, the seroma was getting bigger and there was discomfort at the pocket site. Follow up reported, the device was functioning properly and was still implanted. It was noted, the health care professional had not decided on how to proceed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# j0424963v, implanted: 2004 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).